Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. [Per freger, mark ¿ r&d engineer: on 19-dec-2025 the pump delivered auto-corrections boluses and auto-basal as per cl1 algorithm to keep sg values in range: on 12-dec-2025, at 4:50:17pm the high alerts were changed from off to on (before that date the high alerts were set to off). That¿s why on 11-dec-2025 the pump did not generate any high alerts when sg value was above 250. Also, the pump did not generate prolonged high 3 alert (fault 836) since the sg has not been at 250 mg/dl or higher continuously for more than 3 hours.] (See attached email). The pump properly paired with the guardian link 4 transmitter. No pump/sensor communication anomaly, change sensor alert, sensor updating alert or calibration not accepted alert noted during testing. The following were noted during visual inspection: scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap on the primary svn 000321693565, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 19-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. However, the pump history file lists boluses delivered on 19-dec-2025. On related svn 000321628585 and related svn 000321632518, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 11-dec-2025 and 12-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000321693565, related svn 000321628585 and related svn 000321632518, perform the history review on 09-dec-2025 to event date 19-dec-2025 in the pump history file and found 2 sensor error alert on 12/11/2025 and 2 lost sensor alert on 12/17/2025. The pump properly paired with the guardian link 4 transmitter. No pump/sensor communication anomaly, sensor error alert or lost sensor alert noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/hypoglycemia. Delivery anomaly-possible over delivery not confirmed. No current code/category not confirmed (pump/senor anomaly). Alarm-audio/vibrate anomaly/absence of alarm not confirmed (senor related alerts). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experiencing recurring low blood glucose events, alleging that the pump¿s smartguard feature was delivering insulin when not needed. The customer passed out due to a low blood glucose event value episode 42 mg/dl but was not hospitalized and recovered after eating carbs with assistance from immediate family member. The event involved product(s) mmt-342,mmt-7040a,mmt-442ag,mmt-1884. The customer has type 1 diabetes, takes jardiance 25mg and semaglutide 2mg, and was using the insulin pump system with auto mode/smartguard active. The customer was advised to discontinue pump use, revert to a backup plan, and understood the product replacement/return policy. No further patient complications were reported. Product replacement or return was required for mmt-342, mmt-442ag,mmt-1884. No product replacement or return was required for mmt-7040a.frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.